Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that there was an issue with the wireless footswitch. Upon troubleshooting, the fse identified that there were no led indicators coming in the base station, wireless footswitch, and battery. All indicators were not blinking. The fse confirmed the problem was with the footswitch led. To resolve the issue, the fse replaced the wireless footswitch. The defective wireless footswitch was returned to philips for failure analysis. The cause of the wireless footswitch failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the wireless footswitch by the field service engineer has resolved the reported issue and restored the system's functionality. After the replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence, and as such, the complaint was reported. Since that time, it has been identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product should ensure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed not to use the product for any application until the user is sure that the user's routine checks have been satisfactorily completed. Therefore, as the device was not in use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was an issue with wireless footswitch. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.